Manufacturer narrative:
A review of radiographic images show ap and lateral post-op l5-s1 plif with peek cage and solera. Post-op fracture of solera screw shaft at s1. Angle between tulip and screw shaft measures about 20 degrees within range of tulip/screw joint.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. No deviation or no non-conformance to specifications has been recorded for the mas with this lot number.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the screw at l5-s1 was broken. A revision surgery was done to remove the broken screw. No further details are known at this time.